Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coils did not detach. The patient was undergoing a vessel take down surgery to treat a tumor. It was stated that the first coil did not detach. As a result a second coil of the same size and lot number were used which also failed to detach. The healthcare professional (hcp) attempted to detach the coil 4 times with the instant detacher and 2 times with a manual method, with no other instant detacher attempted, but the issue was unresolved. No issue with the instant detacher was noted. There were no related patient symptoms. Additional information received noted that the patient had a normal vessel tortuosity. The patient was ultimately treated with a different coil and are currently in good condition. There was no damage to the pushwire noted once it was removed from the patient, and a continuous flush was administered during the procedure.

Manufacturer narrative:
See related regulatory reports 2029214-2018-00601, 2029214-2018-00602. The axium coil was returned for evaluation inside of a (B)(6) shipping box and with the opened axium coil inner pouch. The axium coil was found to be inside of a biohazard ziploc bag. The instant detacher was not returned. During evaluation, the axium coil was removed from the biohazard ziploc bag. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire was found to be bent at approximately 7.5cm and 66.5cm from the proximal end. The implant coil appeared to be damaged within the introducer sheath. The axium coil could not be pushed out from within the introducer sheath for further evaluation as resistance was encountered. The axium coil was pulled out from within the introducer sheath. The axium implant coil was found to be damaged with the polypropylene filament intact. An in-house instant detacher was then selected for detachment testing. The axium implant coil successfully detached from the pushwire on the first attempt. All other subassemblies appeared to be normal and no other anomalies were observed. If information is provided in the future, a supplemental report will be issued.